Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 5 x 40 mm armanda 35 balloon catheter, the balloon was aspirated while still in the housing. While aspirating, air continued to leak into the syringe on aspiration. The tap was changed; however, air was still was getting in. The armada 35 was removed from the housing and inflated. The balloon inflated and no leaking was seen. The aspiration syringe was also changed and appeared to have some success with completing prepping of the balloon. The armada 35 was advanced to the lesion and inflated to nominal pressure; however, it started losing pressure and a leak became evident near the hub of the catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the leak was confirmed. The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective actions implemented. These devices will continue to be monitored. (B)(4).